Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the battery of the heartstart xl needed to be replaced. There was no reported patient involvement.